Manufacturer narrative:
A partial lead was returned in three pieces for analysis. Visual inspection revealed a stylet obstruction/restriction due to excessive blood inside the coil at the connector boot region. Electrical testing that could be performed did not find any indication of conductor fractures or internal shorts. The damages found are consistent with those occurring at the time of explant.

Manufacturer narrative:
(B)(4).

Event description:
Following cardiac ablation procedure, lead impedance and pacing threshold increased. During the lead explant procedure, difficulty advancing the stylet into the lead was noted. The lead was explanted and replaced. The patient was in stable condition following the procedure.